Manufacturer narrative:
Date of event: estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate report numbers.

Event description:
It was reported in a general comment that the physician took out the remaining 4 hi-torque (ht) balance middleweight (bmw) universal guide wires in the box and the coating on the wires was missing and felt very rough. The guide wires were not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported in a general comment that the physician took out the remaining 4 hi-torque (ht) balance middleweight (bmw) universal guide wires in the box and the coating on the wires was missing and felt very rough. The guide wires were not used and there was no patient involvement. There was no clinically significant delay in the procedure. Subsequent to the initially filed reports, the following information was provided: the black polymer did not look like it peeled off but there was a noticeable difference in the material when the physician felt it. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported irregular texture could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire material was observed to be "different". Analysis of the returned device was unable to confirm the reported irregular texture. Visual inspection found no damage or textural anomalies; however, it is possible that operational circumstances contributed to the perception of rough texture. Analysis also noted bends on the core and bends on the shaping ribbon. This type of damage is consistent with mishandling. It is possible that these damages were sustained during inspection or the return process. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated d9, h3 - device returning status updated from ni to yes h6 - medical device problem code 2306 removed.